Event description:
It was reported that a patient with an implantable pulse generator (ipg) was deceased and device interrogation was requested to prove adequate device function. It was noted that the pacing outputs had increased without adaptive capture being programmed. The specific cause of death was reported as unknown however reported as unrelated to the device function.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.